Manufacturer narrative:
Continuation of d10: product ID: m995402a001. (B)(6). Product type: section d: information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, (B)(6), h3: analysis of the m995402a001, battery pack (B)(6) revealed that the battery charged when placed in known good 97745. And was read by battery pack reader and met specification requirements. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was not working and was dead. Pt stated that they tried charging the controller, however the controller wouldn't turn on or do anything. Patient services (ps) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Ps then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller light flashing green. Pt saw the setup/pairing screens after unlocking the controller. The controller was not charged enough in order to complete the pairing process. The controller would go blank and become unresponsive once the ac power supply was disconnected. Pt connected the ac power supply to the controller and said that the green light was solid. Pt confirmed that the battery pack was seated properly in the controller. Pt said that the issue started yesterday when they were recharging the implanted neurostimulator (ins) and that the controller would go blank when the recharger (rtm) was connected. Further troubleshooting will be needed; however, the controller needs to be charged first. Ps advised the pt to let the controller charge and then call ps back for further assistance. Pt called back stating they called earlier, and they were letting their controller charge. When the pt unplugged their controller from ac power supply the controller went blank. During call pt verified no damage to the controller battery compartment or to the controller battery. The pt put two aa batteries into the controller and the controller turned on. A replacement battery pack was requested.